Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good physical condition. The customer's reported problem was "beeping". Inspection of the pump's event log revealed no evidence of reported problem. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. What caused the reported problem is unknown as the problem could not be duplicated. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-legacy 1 pump alarmed in the morning a couple of hours after they changed to a new pump. Patient was able to successfully switch to back up pump and did not have any interruption in therapy. The event occurred while in use but did not result in any harm to the patient.